Event description:
This rv lead was implanted on (B)(6) 2011. A call to technical services on 9/2/2011 , states that they are doing dfts at implant -got the fault code 1005: open circuit condition with delivery of shock. Single electrode lead. Asked if device was in the pocket - yes. Caller stated that the patient was converted, and that the device was programmed triad, but they had taken the svc coil out - would that cause the fault? Not with delivered shock - with single electrode, would expect a good number with shock delivery, > 125 with lit. Caller confirmed again that patient was converted, but that they were going to reprogram and test again - did not want to answer further questions, and stated they did not need further help. Do not know if they plugged proximal port, or if connection was checked, or if the devie was totally in poc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).